Event description:
Information received with return of the device does not address the patient's clinical status but notes that during the implant procedure when the pulse generator was connected to the leads, there was no ventricular output.